Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed form the patient's body and the patient's post-procedure status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed, diffused target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A 6.0 x 100 75cm mustang balloon catheter was advanced for pre-dilatation. However, during the first inflation between 10 to 15 atmospheres, the balloon ruptured. The procedure was completed with another 6.0 x 100 75cm mustang balloon catheter. No patient complications were reported.